Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Perform voltage test and unit failed. Functional testing was performed and there was no failure detected related to the complaint. The receiver share log was downloaded and, upon review, confirmed the reported event of low transmitter battery. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a low transmitter battery. Additional event or patient information is not available. Data was provided for evaluation. Data review found that the low transmitter battery displayed. Additionally, a transmitter failure error was found. The reported issue was confirmed. A root cause could not be determined. This complaint was deemed reportable due to the transmitter failure error found on (B)(6) 2016.